Event description:
It was reported that during setup, there was no connection with nim vital console(neither wireless or wired). The patient interface was replaced and procedure was completed. There was no patient impact.

Manufacturer narrative:
H3: could not verify no communication when the device was returned to the service and repair depot. Unit presented with software v1.7.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6)/226463033, UDI#: (B)(4) h3: product analysis for product ID nim4cpb1 it was checked on field as a part of field service connection onsite and found the console can not connect to the patient interface. Wireless connection component failed. H6: FDA codes fdm b17, fdr c20 and fdc d20 are applicable for product ID nim4cm01 serial number: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, there was no connection with nim vital console (neither wireless nor wired). The patient interface was replaced and procedure was completed. There was no patient impact.